Event description:
It was reported that shaft break occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, while trying to advance into the lesion the shaft was severely bent. Subsequently, the device was removed and the shaft broke in attempt to straighten the device. The shaft was damage at the proximal section of the catheter that was outside the hemostasis valve. They used guidezilla ii and threader to get enough luminal gain to get the balloon delivered but nothing worked. The patient was taken off the table after reaching maximum safe contrast total and did not receive any further treatment other than plain out balloon angioplasty, but might be brought back to re-attempt if needed.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 190mm distal to the strain relief. The hypotube was also noted to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, while trying to advance into the lesion the shaft was severely bent. Subsequently, the device was removed and the shaft broke in attempt to straighten the device. The shaft was damage at the proximal section of the catheter that was outside the hemostasis valve. They used guidezilla ii and threader to get enough luminal gain to get the balloon delivered but nothing worked. The patient was taken off the table after reaching maximum safe contrast total and did not receive any further treatment other than plain out balloon angioplasty, but might be brought back to re-attempt if needed.